Manufacturer narrative:
Insulin pump passed prime/compromised force sensor system test, excessive no delivery test, self-test and unexpected restart error test. Unable to perform displacement test, basic occlusion and occlusion test due to reservoir tube lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off. Insulin pump passed all operating currents tested within the spec range and passed off no power test. Insulin pump was monitored and tested with no blank display noted. Insulin pump received with broken battery tube thread, broken reservoir tube lip, missing reservoir tube lip o-ring, cracked reservoir tube window, cracked case reservoir tube window corners, stained end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. The customer's mother reported that the insulin pump was not working and her daughter tried calling over the weekend and has been on the manual shot for four days. The customer's mother reported that the display did not return after battery change. The customer's mother also reported that half of the top of the reservoir compartment was chipped. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be replaced. The insulin pump will be returned for analysis.